Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-uni-celect. Similar to device under 510(k) k073374. (B)(4). Summary of investigational findings: the physicians testimony describes that the filter legs were penetrating ivc and the filter hook was embedded in ivc. However, the received images do not confirm that filter legs have penetrated ivc or filter hook embedded in ivc. Based on the received images, we are unable to determine the reason for the difficulties encountered, but filter retrieval is difficult, if filter hook is embedded in ivc. Cook medical will continue to monitor for similar events. (B)(4).

Event description:
Description of event according to complainant: a CT scan performed pre ivc filter removal showed all 4 legs of the filter penetrating the vena cava wall in the region of the lumbar vein. The hook was also embedded in the vena cava wall. Multiple attempts at snaring the hook failed and various techniques to retrieve the filter were attempted with no success. During the attempts at retrieval, the filter flipped upside down. An attempt was made to snare the filter using access via the left groin. As this was also unsuccessful, the patient was admitted for surgical removal of the filter on the following day. Surgery was successful and the filter was removed. Patient outcome: the patient required surgical removal of the device. Patient now recovering and still an inpatient in ICU. ((B)(6) 2012)